Event description:
It was reported that water leaked from the balloon of the foley catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the balloon of the foley catheter during pretest.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿foreign matter during processes (flap or flash during punching)". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned